Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224drg implantable cardioverter defibrillator (B)(6) 2010 693558 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited no sensing and no capture even at high output. The lead was capped. No patient complications have been reported as a result of this event.